Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Post-paced t-wave oversensing was noted on stored egms. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.